Event description:
During a hysterectomy, the disposable sonicision cordless dissector was not operating properly and when it was removed from the pt's abdomen, a piece of the operating jaw broke off the instrument into the scrub tech's hand. The instrument and broken piece were sent to the supplier for investigation. There was no pt harm.